Manufacturer narrative:
There was/were 1 case(s) with a sample received for evaluation, a result code of no failure detected and a conclusion code of no problem detected. There was/were 29 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cause not established. There was/were 15 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem identified and improper material and a conclusion code of cause cannot be traced to device and failure to follow instructions. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 46 reported events for q2 2018. There was/were 8 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 9 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material